Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump target blood glucose (bg) level was set incorrectly. Customer's blood glucose level was 280 mg/dl. Tandem technical support guided the customer through adjusting the pump target bg level.